Manufacturer narrative:
Date sent to the FDA: 02/25/2020. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿omental adhesions and multiple sinus tracts with exposed mesh.¿ it was reported that the patient experienced severe pain, infection, an unhealing wound, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.